Event description:
Complainant alleged that while attempting to analyze a patient with vital signs absent, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.